Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an "scr" procedure on (B)(6) 2022, it was observed that the coagulation feature was out of order while vaporization worked fine on the vapr tripolar 90 suction electrode device. Another like device was used to complete the procedure with less than 30-minute surgical delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was unknown in the initial report and has been updated accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: device was not returned in the original packaging. The active tip is in a used condition with visible tissue debris in the suction ports. No visible damage to the device. No procedural debris visible in suction tube. The electrical test was performed, all parameters passed the test. Functional testing was conducted using vapr vue generator gml3723/4; the full test passed. Manufacturer summary: the customer reported fault that the coagulation feature was out of order during the procedure could not be confirmed during testing at olympus. Testing shows the returned device successfully passed electrical testing, functional testing, flow testing and activation performance remained consistent and we were unable to reproduce the reported coagulation issue. The complaint device was found to meet the manufacturers specification; therefore, no further investigation is possible. The root cause of the customer reported issue could not be determined. A DHR review has been performed for the complaint device lot number u2109074; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.